Manufacturer narrative:
Additional information: g3, h3, h6, h10. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/3/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-8500foe flushcut burr grounded into the sheath and broke the sheath. This was discovered during a procedure on (B)(6) 2023. No further information was provided. Additional information requested.